Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stored electrograms revealed multiple episodes of high ventricular rate due to oversensing of noise on the ventricular lead. The lead was capped and replaced. The patient's condition was stable post procedure.